Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates found within the cassette compartment. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed on the cycler and passed. The cycler power was switched ¿off¿ then ¿on¿ during treatment to verify ¿power fail recovery¿ operates as intended. The cycler was powered ¿off¿ and ¿on¿ during the treatment (drain 0) and the ¿power fail recovery¿ performed as intended. The cycler underwent and passed a catch post hipot test, patient hipot test, and voltage verification check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: h6 patient harm and device code incorrect in initial report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a power fail recovery failed message during fill 1 of 4 of treatment. The patient stated the "resume treatment" button was greyed out. The patient stated being shocked by the cycler without touching it and does not feel comfortable using the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported product complaint. The pdrn stated that the cycler shocked the patient during a dwell not fill cycle. The pdrn stated that the patient skipped the remainder of treatment in the absence of the cycler. The pdrn stated that the patient did not report any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the shock. The pdrn confirmed that the patient was connected to the machine at the time of the incident. The pdrn stated the patient had testicular pain after the incident which subsided and did not require medical intervention. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.